Event description:
It was reported via repair work order that the head end will not go down due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.